Event description:
The tubing connected to the arterial catheter has disconnected from the stopcock. The responsible and experienced nurse noticed that the end of the tubing, which is connected to the artery needle, has completely come off. This is discovered immediately and therefore the pt is not hurt.